Manufacturer narrative:
The unit shipped (B)(4) 1999, which indicates it has been in service for more than 13 years. The biomed indicated he replaced the heater element 3 or 4 months ago, however, no specific date was given. During investigation by the biomed he noticed that the heater guard mounting screw was missing. This screw must be loosened during the removal or replacement of the heater element and then subsequently re-tightened which is documented in the service instructions. The biomed stated that he repaired the unit and the unit was ready to be returned to service prior to contacting draeger. Based on the unit's age and the biomed's statement that he replaced the heater prior to the incident, we can only conclude that the missing screw was either not installed or properly re-tightened after replacing the heater element as prescribed in the service instructions. We have searched our complaint database and there were no other reports found in the complaint history. This appears to be a unique isolated incident. The replacement instructions for the heater element include illustrations for proper disassembly and reassembly. The biomed checked the balance of his units and all had the heater guard mounting screw properly secured.

Event description:
The customer reported that on (B)(6) 2012 while an infant was in the infant warmer bassinet, a nurse observed the heater guard fall onto the infant. The infant sustained second and third degree burns to the face, shoulder, both legs and ankles. It was determined by the hospital biomedical technician that the heater reflector shield fastening screw was not installed in the warmer head. No one was moving the infant warmer at the time of the incident. (B)(4).